Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of infection: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed.

Event description:
Healthcare professional reported of a patient that was injected with juvéderm voluma with lidocaine in the cheeks. Prior to injection, the patient was given antiseptic wipes. About a month later, the patient called the healthcare professional noting that they had developed a reaction/infection in the cheeks near the nose. The patient had self diagnosed the reported reaction/infection. Patient did not want to be reviewed by healthcare professional and refused to provide photos. Patient noted they will be seeing someone else for further diagnosis. Patient said to have been taking antibiotics and it was not known who prescribed them. Symptoms are ongoing.

Manufacturer narrative:
The events of tyndall effect and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin discoloration and bruise: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: haematomas. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Additional information: the patient had developed bruising that were visible on both cheeks the day of the injection. Patient self medicated with keflex. Patient was reviewed the following day after contacting the healthcare professional. In a phone conference with another doctor, there were no visible signs of infection, redness or heat in area. Patient suggested that there was "bacterial spread to sinus, and the appearance of tyndall effect on both cheeks." It was noted that there was a "slight tyndall effect may be visible on right cheek, nothing visible on left." Symptoms are believed to be resolved.